Event description:
The pen-evac bovie began to fire spontaneously during an operative procedure.

Event description:
Add'l info rec'd from MFR 08/27/02: as per telephone conversion, MFR is writing concerning the changes that the FDA coders did to the original pt and device codes submitted by the reporting facility. Facility had used pt code: 2199 and device code 2203: for the report. It was changed in the report forwarded to MFR from the office of surveillance and biometrics. MFR believes that the confusion came from the writing/speech pattern of the nurse who reported observation on device. Nurse had written, "to fire spontaneously" to mean "self activation". The reason for nurse's codes were that there was no pt involvement or any injury with this observation.